Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked. Fluid ingression was found in the bottom case. Force sensor test error was found in pump event history log. Reported problem was unable to be duplicated during start-up test. The root cause of the reported issue was found to be the force sensor being out of calibration as a result of normal wear. Pump is over 5 years old. Actions were taken to mitigate the reported issue: recalibrated the force sensor.

Event description:
It was reported that the device was showing force sensor test error. No patient injury was reported.